Event description:
It was reported that the patient presented to the emergency department (ed) with increasing oxygen requirement on (B)(6) 2023. Upon arrival their condition was complicated by respiratory arrest that required advanced cardiovascular life support (acls) achieving return of spontaneous circulation (rosc). The patient continued to be hypoxic despite maximum settings on the ventilator. Therefore, a decision was made to proceed with venovenous (vv) extracorporeal membrane oxygenation (ECMO) with 25 fr via right groin and 17 fr via right internal jugular (ij) return. The patient improved over the next couple of days in terms of their respiratory failure but developed clinical seizures. Computed tomography (CT) was performed that showed changes consistent with anoxic brain injury. After discussions with the family, it was decided to transition to comfort measures given the significant neurologic insult. The patient was extubated, vv ECMO was clamped, lvad was stopped, and the patient passed away soon after. The death was not considered to be device related and the device reportedly operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Heartmate 3 lvas, serial number (B)(4), was not returned for evaluation. The relevant sections of the device history records for mlp-004799 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including other neurological events (not stroke related), respiratory failure, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, "patient care and management" (under "ongoing patient assessment and care"), includes a list of heartmate 3 patient assessments, including assessment of the patient's mental status and lists neurological dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.